Event description:
On (B)(6) 2009, the patient was implanted with an scs system. On (B)(6) 2010, the patient's ipg was replaced with a smaller device due to pain at the pocket site. The patient is currently satisfied with the new device.

Manufacturer narrative:
Evaluation, method: the device history and sterilization records were also reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. The ipg was visually inspected and discoloration was observed in both septums. Instrumentation marks and scratches were observed on the can and antenna cover as well as dents on the can. The ipg was functionally tested and passed communication testing with a standard patient programmer. The ipg was also tested on the auto-tester and passed. The device's dimensions were measured and found to be in agreement with those published in the eon manual. Conclusion: the reported complaint could not be confirmed for discomfort. The physical dimensions appear to be within published ranges. The ipg was functionally tested and passed. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.